Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a venous closure of the right common femoral vein using the pre-close technique via a 10f sheath hole prior to an cryoablation procedure. Reportedly, the prostyle suture was successfully harvested in step 3. When retracting the footplate lever in step 4, the lever would not retract and felt stiff. Eventually, the footplate closed with some force. The suture could not be retrieved from the device. The device and suture were removed together. The procedure was completed. Manual compression and a z-stitch were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.